Manufacturer narrative:
E1 phone number: (B)(4). One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the latch lock mechanism, which was determined to be faulty. Additionally, the investigation identified damage to the downstream occlusion sensor and main board. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The latch lock mechanism, dso sensor and main board were replaced and the device passed all testing.

Event description:
It was reported that during testing the pump does not recognize when a cassette is attached and does not keep correct time or date. There was no patient involvement.